Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortous and severely calcified left anterior descending artery (lad). A 2.75mmx12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during inflation the balloon ruptured. The device completely removed from the patient and the procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon, wire lumen and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 5mm in length. Inspection of the remainder of the device revealed numerous kinks in the hypotube. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortous and severely calcified left anterior descending artery (lad). A 2.75mmx12mm nc emerge balloon catheter was advanced to dilate the lesion. However, during inflation the balloon ruptured. The device completely removed from the patient and the procedure was completed with different device. No patient complications were reported and the patient's status was stable.